Manufacturer narrative:
Examination of the submitted drill bit confirmed the reported fracture. The root cause is being attributed to suspected misuse. It has been determined that use error/technique is the likely cause for failure. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. No evidence was found indicating product error was a contributing factor. Fmea (B)(4) was reviewed, and the hazard/harm in the fmea is in line with the observed historical occurrence rate and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drill bit broke off in the acetabulum, was not able to be retrieved from the pt.